Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation to date. The investigation of the reported event is currently underway. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a stent placement procedure, the handle of the device allegedly detached and the component of the delivery system allegedly became stuck and broke, preventing deployment of the stent. As a result, the stent was manually deployed. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was performed. The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. No additional complaint has been reported for this lot number previously. Investigation summary: as part of all complaint investigations, an attempt was made to evaluate the subject device as well as the device usage. In this particular case no sample and no images were provided for evaluation. Therefore, the reported problem could not be reproduced and the investigation will be closed with inconclusive result. Based on the information available and as no sample was returned for evaluation a definite root cause could not be determined. Labeling review: in reviewing the applicable labeling potential issues were found addressed. Regarding difficult deployment, the IFU states: "should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit." Furthermore the IFU states: "visually inspect the bard® e-luminexx® vascular stent system to verify that the device has not been damaged due to shipping or improper storage. Do not use damaged equipment."

Event description:
It was reported that during a stent placement procedure, the handle of the device allegedly detached and a component of the delivery system allegedly became stuck and broke, preventing deployment of the stent. As a result, the stent was manually deployed. There was no reported patient injury.

Event description:
It was reported that during a stent placement procedure, the handle of the device allegedly detached and a component of the delivery system allegedly became stuck and broke, preventing deployment of the stent. As a result, the stent was manually deployed. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. No indication was found for a manufacturing related issue. Investigation summary: based on the sample evaluation it could be confirmed that the catheter tip broke due to high release force which also resulted in a detachment of the t-luer adapter. The component detachment made a stent deployment using the trigger method impossible. The returned delivery system indicated that the stent was released using the conventional method. Potential factors which may have caused or contributed to the reported event have been considered. Based on the information available and the evaluation of the returned sample a definite root cause could not be determined. Labeling review: in reviewing the labeling it was found that the instruction for use (IFU) sufficiently addresses the potential risks. Regarding the usage of a damaged product the IFU states: 'visually inspect the bard e-luminexx vascular stent to verify that the device has not been damaged due to shipping or improper storage. Do not use damaged equipment.' And 'should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit', and 'the conventional method requires the user to remove the white conversion tab (m) before snapping the catheter out of the performaxx grip. The stent can then be deployed by using the conventional pin and pull-back technique'.

Event description:
It was reported that during a stent placement procedure, the handle of the device allegedly detached and a component of the delivery system allegedly became stuck and broke, preventing deployment of the stent. As a result, the stent was manually deployed. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. No indication was found for a manufacturing related issue. Investigation summary: based on the sample evaluation it could be confirmed that the catheter tip broke due to high release force which also resulted in a detachment of the t-luer adapter. The component detachment made a stent deployment using the trigger method impossible. The returned delivery system indicated that the stent was released using the conventional method. Potential factors which may have caused or contributed to the reported event have been considered. Based on the information available and the evaluation of the returned sample a definite root cause could not be determined. Labeling review: in reviewing the labeling it was found that the instruction for use (IFU) sufficiently addresses the potential risks. Regarding the usage of a damaged product the IFU states: 'visually inspect the bard e-luminexx vascular stent to verify that the device has not been damaged due to shipping or improper storage. Do not use damaged equipment.' And 'should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit', and 'the conventional method requires the user to remove the white conversion tab (m) before snapping the catheter out of the performaxx grip. The stent can then be deployed by using the conventional pin and pull-back technique'.